Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. (B)(4).

Event description:
A surgeon reported a case of dry eye/superficial punctate keratitis (spk) of the right eye, persistent at seven months post-operative to lasik treatment. Patient was unable to wear contacts at work due to dryness. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).